Event description:
It was reported that the device recorded several asystole episodes due to a sensing issue. The recorder remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device recorded several asystole episodes due to a sensing issue. It was further reported that the device was undersensing even though it was set at the most sensitive setting. The recorder remains in use. No patient complications have been reported as a result of this event.